Event description:
Boston scientific received information that during the implant procedure a cardiac perforation occurred thus a successful pericardial centesis was performed. It was suspected that the perforation was caused by the right ventricular (rv) lead. The lead remains implanted and no further adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.